Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: additional narrative: the UDI was inadvertently missed in the initial report. UDI:(B)(4). Additional information: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part-lot number combination per qlik query executed (B)(6)2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that during meniscal repair the anchor of the truespan 12 degree peek did not deploy on first audible click when dr squeezed the trigger. A second audible click was heard as the needle was retracting out of the meniscus and the anchor deployed into the joint space. Implant was discarded and new implant was used with little disruption to the surgery. No harm to patient was reported.

Event description:
It was further reported that the surgeon fully depress the trigger until the click. When the trigger was depressed on the first occasion the tip was through the meniscus. The needle was brought back into the view of the scope where it could be seen that the second anchor was already down the needle. Surgeon penetrated the meniscus all the way to the depth stop. Failure occur with the second implant prior to it being implanted. Detached implants were removed with surgical scissors and graspers. There was approximately one minute of surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.